Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the radius side assessed, as unidentified (tear) opening (shell thickness was within specification). And missing pieces of shell assessed, as inconclusive. Anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Additional observations: black particles observed, on the surface of the shell and gel. Observed, creases on the shell. Observed, wear abrasion on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. And exchange from textured to smooth implants, due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.